Event description:
A customer reported finding an insect inside of the chamber of a flogard solution administration set. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the lot number as reported does not exist/is unknown; therefore, a batch review could not be performed. The device was received for evaluation. Visual inspection revealed a particle that appeared to be black fluff in the chamber. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.